Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The device was repaired locally by the mu according to the process in the technical manual. A spart part was returned to our laboratory for analysis. The display board is a human machine interface which allows you to view the function and programming of the device. The visual check being compliant, we proceeded to check the board with a volumat test bench. We started the device, and there was no dead pixels on the screen. We performed different tests as the contrast test, the lcd test and test 9 and all were compliant. As a result, the reported complaint has not been confirmed. The reproduction of the issue was not confirmed during several tests. The root cause of the issue can come from another parts of the device and can only be analyzed with the affected device. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Screen had horizontal dark patch. Replaced cpu board more information is needed to complete the investigation.